Event description:
It was reported that the user experienced hyperglycemia with glucose readings above 400 mg/dl and moderate ketones while using the ilet, after which they administered 22 units of humalog u-100 as backup therapy, replaced all infusion supplies, and reconnected to the ilet without noting leakage or a bent cannula; glucose levels stabilized later the same day and overnight. Symptoms included hyperglycemia and ketonemia. Outcomes included resolution of hyperglycemia following corrective actions without hospitalization. Investigation included troubleshooting and user education focused on high glucose management and infusion set assessment. Investigation of this case revealed no observed device or infusion set abnormality, and the event remained with an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.